Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: the root cause was determined to be due to data corruption during data transfer to usd card on the vu esm. Correction: the correction consisted in a recommendation to the user to take time between stopping a ventilation and rebooting the device again. The device showed no further failure since (B)(6) 2023..

Event description:
The following was reported to hamilton medical ag: summary: te 249012 at startup after very short power cycle.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: the root cause was determined to be due to data corruption during data transfer to usd card on the vu esm. Correction: the correction consisted in a recommendation to the user to take time between stopping a ventilation and rebooting the device again. The device showed no further failure since december 2023. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: te (B)(4) at startup after very short power cycle.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: te 249012 at startup after very short power cycle.